Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device would not open from the tissue and had to be cut off the tissue. The tissue was cut around the device then clips were used all along the patient side. The device fired as normal. The surgeon tried pulling the firing and closing triggers apart and the device still would not open. Clips were used to complete the procedure. No adverse consequences reported. The device was discarded. On what tissue type was the device used? At what location on the tissue? Mesoappendix was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. What color cartridge was being used? White. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes.